Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was one approved temporary dn (deviation notice) noted on the lot. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A registered nurse (rn) at a user facility reported that a blood leak was noted five (5) minutes after initiation of the patient¿s hemodialysis (hd) treatment. Blood was visible around the hub and on the floor. Follow-up identified that there was a crack in the dialyzer. The patient¿s blood was not returned. The estimated blood loss (ebl) was reported as being approximately 250 milliliters (ml). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on another machine. The patient¿s post treatment condition was fine. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.